Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission it was discovered that the implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. There were no patient consequences.